Event description:
The event is reported as: the distributor (B)(4) alleges that a pin hole in the package was observed during incoming inspection. A total of (14) packages were observed with this reported issue.

Manufacturer narrative:
No visual or functional inspection can be performed since the device sample is not available for evaluation. The device history record (DHR) of the product (B)(4) with batch number 02b1400691 has been reviewed and was found that an ncmr was opened; for damage during transit. Complete lot was inspected 100% visual inspection. The product was re-inspected and re-packed, however, this type of defect is easy to detect during the manufacturing of the product since it is verified at 100%. Additionally, per internal procedure, distribution center performs 100% inspection as well. Additionally DHR shows that the product was packed and inspected according to our specifications. During the investigation it was found that component (B)(4) (sheet foam) batch 030414-041 was used during the manufacturing process; this sheet foam was implemented to prevent the product from being damaged. No conclusion can be established at this time based on the lack of device sample. If the product sample becomes available this complaint will be re-opened. Manufacturing and r&d departments are evaluating the current packaging design, a proposal of a new packaging method has been identified, and therefore a process/design validation has been initiated. Personnel involved on the manufacturing process were notified.